Manufacturer narrative:
This complaint is recorded by zimmer biomet under (B)(4). Following sections were updated or corrected: b1, b2, b4, b5, d4, d9, d10, e1, e3, g3, g6, h1, h2, h6 and h11. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor trends.

Event description:
It was reported that during surgery, the unit had a blade issue, it did not cut properly and a young patient was involved. It was confirmed that there was an additional intervention for scalp skin grafts following superinfections. The patient had alopecia functional sequelae and risk of permanent alopecia increased need for dressings under general anaesthesia. There was a delay of 30 min while doing new sking sampling with a different device. Due diligence is complete.

Event description:
It was reported that during surgery, the unit had a blade issue, it did not cut properly and a young patient was involved. There was unknown patient impact, and it is unknown if there was surgical delay. Due diligence is in progress.

Manufacturer narrative:
An investigation into the reported event has been initiated under (B)(4). Once the investigation has been completed, a follow up report will be submitted with the investigation results and any actions taken by the manufacturer. G2: france.

Manufacturer narrative:
This complaint is recorded by zimmer biomet under (B)(4). Following sections were updated or corrected: b4, b5, d4, d9, g3, g6, h2, h3, h4, h6 and h11. Review of the most recent repair record determined the motor speeds were unstable, the width plates were damaged, and the screws, ball bearing, spring seal, and retaining ring were worn. The motor, spring seal, screws, ball bearing, and retaining ring were replaced and resolved the reported issue. The width plates were returned as is. Review of the device history record identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor trends.

Event description:
There was no additional information associated with this event.